Event description:
The pt was implanted with a bi-ventricular assist device (bi-vad). It was reported by the vad coordinator that the driver experienced low pressure alarms, the screen blanked and ultimately the unit emitted a burning odor. Subsequently, the pt was switched to a back up driver without further incident.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The review of the log file during the investigation revealed that the driver alarmed for low pressure. The review also revealed that both the lvad and the rvad pressure dropped and eventually reached zero as a consequence of the compressor not operating. The driver compressor was visually examined, and it was observed that the motor brushes were severely worn and intermittent operation likely due to diminished brush to commutator contact. A corrective action was initiated by the manufacturer to further investigate into the root cause of the compressor motor issues. A review of the device history record revealed the device met all applicable quality assurance specifications upon shipment. No further info is available. The manufacturer is closing its file on this event.